Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017, that the patient receiving an error on their g5 mobile application. No additional patient or event information is available. Data was provided for evaluation. The reported event was confirmed via data by the findings of a transmitter failure. The root cause could not be determined.